Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "a couple of proximal pins in the tibia in an lrf case were loose." Also reported: "the revision was done due to loosening of the thin wires. The wires that appeared loose were replaced by half pins, which became stable."